Manufacturer narrative:
(B)(6).

Event description:
The customer reported a ventilator experienced a touchscreen issue while in use on a patient. The customer reported that the reported issue found while providing therapy to a patient. The patient was transferred to another working ventilator. There was no patient or user harm reported. The device was evaluated by the philips international field service engineer (fse) who confirmed the reported issue. The philips international field service engineer (fse) replaced the touchscreen. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Visual inspection of the customer's returned touchscreen assembly revealed no evidence of damage or contamination. A failure investigation (fi) technician installed the touchscreen assembly into a fi ventilator to duplicate the reported issue of touchscreen issue. No failures were identified.